Event description:
A healthcare professional reported a retrospective study entitled. "Early clinical outcome with lens position adjustment following implantable collamer lens surgery." 60 patients were selected for this study; one eye from each patient was implanted with a toric-icl for astigmatism correction. The other eye was implanted with a non-astigmatism icl in a horizontal position. A 3 months post-op icl implantation, the icl v4c implants were adjusted from the horizontal to the vertical position in 60 patients due to excessive vault height. Anti-iop drugs, and artificial tears were administered for 1mo after surgery. To the best of our knowledge the lenses remain implanted. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).